Event description:
Report received of a pump shutting off before therapy was complete without alarming. The pump was programmed to deliver a tpn therapy of 2250ml over a 12-hour period. It was not recalled if there was a taper up/taper down. According to the customer contact, the pump delivered approximately 2100ml and shut off without any alarm. The pt immediately noted that the pump was off and resumed the therapy until the infusion was complete. There was no delay or missed therapy. There was no reported adverse pt event.